Manufacturer narrative:
On 12th september 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing showed no issues with chemical performance. A review of the in vivo raw data showed optical instability around the time of the reported inaccuracies. In an associated complaint (MFR# 3009862700-2025-01685), dated 17 september 2025, the user was hospitalized due to a possible infection in the insertion site. This event most likely contributed to the observed optical instability and the resulting inaccuracies. The user chose to have the sensor removed due to the infection. The user received IV antibiotics and multiple IV infusions as part of the treatment while hospitalized. B4.date of this report 11 dec 2025. G3.date received by the manufacturer? 11 dec 2025. H3.device evaluated by manufacturer?yes h6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4310,22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.